Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric varicose ligation, performed on (B)(6) 2025, for the treatment of varices in the esophagus. During the procedure, the band fell off automatically after being deployed onto the tissue. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the device returned without the ligator housing. The trip wire was secured into the handle slot. The reported event of bands falling off varix was not confirmed. The ligator housing was not returned, therefore, it is not possible to determine if this component had any damage that would have affected the bands deployment. Based on all gathered information, and without proper evaluation of the device, the probable cause is not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric varicose ligation, performed on (B)(6) 2025, for the treatment of varices in the esophagus. During the procedure, the band fell off automatically after being deployed onto the tissue. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.